Event description:
It was reported that the patient experienced no stimulation sensation after turning stim off for one month due to pain in her left butt. She had cortisone shots and that corrected the pain. She then turned stim back on and was "not feeling it." It was noted that she had "nothing" on p3 up to 8.5v, and then felt stim at 5.9v. She then lost the stim and now was at 8.4v and felt it again. The patient outcome was unknown at the time of this report.

Event description:
Additional information received reported the cause of the event was unknown. It was stated the patient does not feel stimulation on program 1-4. It was noted the patient was reprogrammed on (B)(6), 2012. The patient was to try programs 5-8. No error messages were reported in association with the reprogramming. A worsening of the patient's overactive bladder symptoms was reported. No injury or hospitalization was reported.

Manufacturer narrative:
Product ID 3889-28, lot# va00ban, implanted: 2012-(B)(6), product type lead product ID 3037 l, serial# (B)(4), product type programmer, (B)(4).